Manufacturer narrative:
This report is submitted on february 21, 2023.

Event description:
Per the clinic, the patient sustained a head injury resulting in the implant site becoming infection which was treated with oral and im antibiotics. The receiver/stimulator became extruded. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.